Event description:
Event reported per the clinical trial dvl-he-018: the subject patient underwent an open relaparotomy with colectomy concomitant ostomy creation/revision/reversal and fistula takedown procedure on (B)(6) 2023, during which a phasix mesh was trimmed, placed in onlay fashion, and secured in place with absorbable monofilament 3-0 vicryl sutures. A 3 cm overlap in all directions was achieved. The midline fascia was completely closed with slow absorbable monofilament 1-0 pds sutures. The patient was discharged from hospital on (B)(6) 2023. On (B)(6) 2024, the subject patient experienced abdominal pain. It was reported that the patient underwent CT scan and medication (IV hydration, antiemetic, analgesic) was provided. No action was taken to the study device. The patient was discharged with bentyl and zofran. As reported, the reported adverse event (abdominal pain) has been assessed per clinician as possibly related to the study device and possibly related to the procedure and recovered/resolved. The ae has been assessed as mild in severity. The reported ae does not meet the definition of a sae (serious adverse event) and the definition of uade (unanticipated adverse device event).

Manufacturer narrative:
As reported, patient was diagnosed with abdominal pain post implant of phasix mesh which has resolved with the medication provided. The clinician has assessed the patient¿s postoperative course as possibly related to the study device and possibly related to the procedure. Pain is a clinically understood potential complication of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. Review of manufacturing records was performed and shows the product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned